Manufacturer narrative:
As of today, no additional information is available and at this time our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this right atrial lead displayed pacing impedances of greater than 2,500 ohms. A lead fracture was suspected. A lead revision procedure was performed. The lead was cut and capped and a new lead was implanted. There were no additional adverse patient effects reported.